Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was discovered that zimmer biomet product was not involved in the revision procedure. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was discovered that zimmer biomet product was not involved in the revision procedure. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has not indicated if product will be returned at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left shoulder arthroplasty on an unknown date. The patient is currently being considered for a revision surgery on an unknown date for an unknown reason.